Manufacturer narrative:
(B)(4). Date sent: 5/27/2025. H6: health effect ¿ clinical code gastrointestinal system (e10) additional information was requested, and the following was obtained: the cutting part of the colon is rs. It is unknown whether the doctor felt strange during the device use or not. The staple form was unknown. A little bleeding occurred, and tear part seemed to be damaged from fascia part. The procedure method was not changed. The patient is stable now and followed up a few days and will be discharged from the hospital. Originally, given the location of the tumor, a stoma should not have been created, but the problem is that it was created due to this incident. The doctor, who actually manipulated the device, checked the ring of the device and said that there was no problem.

Event description:
It was reported that during a robot-assisted rectal resection, it was difficult to remove and when pulled slightly, the back side was avoided by about 1 centimeter. A formation of stoma was immediately performed with suture, and the surgery was temporarily finished. After the surgery, there was information that it is possible the patient may have developed an ileus. The procedure was changed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 5/21/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Not clear. What surgical procedure was performed? Not clear. Did the patient receive any preoperative chemotherapy or radiation? Not clear. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Not clear. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not clear. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not clear. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Not clear. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. There were no particular issues reported. Was complete transection of the white breakaway washer visually confirmed? Not clear. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. What is the current status of the patient? The patient is stable and scheduled for discharge. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors, including patient tissue condition? It is unclear, but there is a belief that there may be some causality related to the difficulty in removal.